Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. (B)(6).

Event description:
It was reported that while using a portex® bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube, the tube leaked. The sterile water in the cuff went into the trachea of the patient. The blood oxygen saturation level (spo2) dropped to 80% and the patient was in hypoxia. The tube was changed immediately and the patient stabilized after some time. No other adverse events reported.